Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that during preparation, the stent dislodged from the stent delivery system (sds). No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). (B)(4): results: product performance engineering could not determine a conclusive root cause for the stent dislodgement. Quality assurance analysis revealed that the sds was returned with blood in the guide wire lumen. There was crystallized contrast in the balloon and inflation lumen. The stent implant was dislodged from the sds. The balloon was returned loosely folded with crimp marks visible between the markers. The stent implant was returned dislodged from the sds. There was a flared strut in the fourth row of the proximal end of the stent implant. There was no other damage noted to the stent implant. There was a kink on the hypotube 2 cm distal to the strain relief tubing. There was no other damage noted to the sds. The protective sheath was not returned. A snap gage was used to measure the stent implant outer diameters and these met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned product. Stent dislodgement during preparation can be influenced by many factors, including, but not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, and handling of the stent during prep. Quality assurance analysis confirmed the stent dislodgement. There was blood noted in the guide wire lumen and the balloon was returned loosely folded. This suggests the sds was at least partially loaded onto the guide wire and the balloon slightly inflated. The presence of contrast in the inflation lumen and in the balloon suggests that the product had been prepared for use. The balloon had crimp marks visible between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. Dimensional analysis of the product found that the tip seal length and outer diameters of the stent implant met manufacturing criteria. It is possible that positive pressure may have inadvertently been applied to the system during prep, causing the stent to slightly expand, thus resulting in the stent dislodgement. There was one flared strut in the fourth row of the proximal end of the stent implant. The damage to the stent likely occurred during handling/preparation, as no damage was reported as being noted during the product inspection prior to use. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the product, although in this instance, it is possible that the strut became flared during packaging and shipment back to abbott vascular for analysis. Additionally, a kink in the hypotube 2 cm distal to the strain relief tubing was noted. This damage was not observed during product inspection prior to use and thus, may have occurred as a result of packaging and shipment back to abbott vascular for analysis. In this case, although a definitive cause for the stent dislodgement, flared strut, and hypotube kink cannot be determined, there are no indications of a product quality deficiency. The manufacturing records were reviewed for this lot, and there were no non-conformances that could have contributed to this complaint. This MDR is considered closed by the product performance group.